Event description:
Reporting rationale: malfunction. Reporting status: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged in the protective sheath while unpacking. There was no pt involvement. No add'l event or pt info is available.

Manufacturer narrative:
.